Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial implant, the physician was unable to advance the stylet in the lead. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during initial implant, the physician was unable to advance the stylet in the lead. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. The distal conductor was obstructed with blood. It was noted that the stylet/guidewire was stuck in the lumen of the lead. The distal electrode was covered with blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.